Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01474.

Event description:
The patient was undergoing a coil embolization procedure in the gastric varices using ruby coils, pod coils, a lantern delivery microcatheter (lantern), and a guidewire. During the procedure, while advancing a ruby coil through the lantern, the pusher assembly of the ruby coil became bent. Therefore, the ruby coil was removed. Subsequently, the same issue occurred with a pod coil; therefore, the pod coil was also removed. The procedure was completed using a new pod coil, a new ruby coil, and the same lantern. There was no report of an adverse effect to the patient.